Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was not getting adequate coverage of the left lower back. A fluoroscopy was taken and showed a lead migration inferior on the left. The patient underwent a revision wherein a lead was added. The patient was doing well postoperatively.